Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device was returned opened but unused in the original tyvek tray. Visual inspection confirmed there was a presence of white flaky debris on the coiled tubing. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that during surgery, there were foreign substances which looked like white powder found inside of the sterile tray when the nurse opened the package. Therefore, the nurse prepared a backup of the same product for the surgery. There was no patient harm or injury. There was no medical intervention. There was a 0¿15-minute delay for preparing an alternative device. The surgical technique for the product was utilized. Due diligence is complete, there is no further information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan. E1: telephone: (B)(6).